Manufacturer narrative:
Batch review performed on 07 march 2019: lot 176935: (B)(4) items manufactured and released on 13-nov-2017. Expiration date: 2022-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Two additional items were involved in the complaint: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° lot 174652 (k170452): (B)(4) items manufactured and released on 07-mar-2018. Expiration date: 2023-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm lot 173411 (k170452): (B)(4) items manufactured and released on 21-jun-2017. Expiration date: 2022-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability probably because of loose soft tissue tension 2 weeks after a first revision of djo products with medacta humerus devices. The surgeon revised the medacta liner, metaphysis and diaphysis and the surgery was completed successfully. Initial surgery was a primary reverse with djo. The patient's djo prosthesis baseplate central screw broke. The patient has been revised to (2nd surgery) medacta humerus and tornier baseplate and glenosphere. Third procedure (this case in question) the baseplate and glenosphere in were tornier, then was revised to tornier. Medacta humerus was removed and placed in a more retroverted position and upsized with all new components.